Event description:
The clinician started three IV attempts on the pt. On the third attempt, the catheter came apart from the adapter. The clinician removed the adapter and found that the catheter was frayed. The clinician was able to successfully remove the catheter from the skin.